Event description:
Repsond for a patient in cardiac arrest. CPR in progress by local firefighters. Lifepack 12 applied to patient. Rhythm indicated shock required. Proceeded to shock patient. Lp 12 did not discharge a shock to the patient. AED applied to accomplish the required shocks, as well as CPR. Acls treatment continued enroute to the hospital, hospital arrival, still no pulses. Unknown final patient outcome.